Manufacturer narrative:
(B)(4). Date sent: 4/10/2026 d4: batch # z70420 investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with a clip positioned in the jaws, which were in the closed position, and with no apparent external damage. In an effort to replicate the reported incident, the device was tested for functionality. During testing, the trigger could not be actuated due to being jammed. The device was subsequently disassembled to evaluate the condition of its internal components. Upon inspection, it was observed that the silicone component was missing, and the trigger was found to be broken, preventing the clips from feeding properly into the jaws. Additionally, twelve (12) clips were found remaining inside the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The condition of the missing silicon on the device is potentially correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch z70420 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, while approaching the blood vessel, the grip would not open. The doctor opened it manually. The doctor commented that the grip had felt stiffer than usual from the beginning. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.